Manufacturer narrative:
Zimvie complaint number (B)(4). Patient age not provided. Patient weight not provided. Event date not provided. Reporter's telephone number not provided.

Event description:
It was reported that the implant was removed due to becoming fractured at the site.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotite xp implant 4/5 x 13mm (os4513) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 46 (fdi) and was used for an unknown amount of time. DHR review was completed for the subject lot number (242474). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (242474) for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the available information, device malfunction could not be verified, and the reported event was non-verifiable with the information provided.

Event description:
No further event information is available at the time of this report.